Event description:
Upon receipt of the device, the user reported the device would not power up. This device was just returned after being serviced. No other details regarding the nature of the event were provided. Since this was out of box event, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.